Event description:
During procedure of deploying 3.5 stent. Dr encountered difficulty in retrieval of deployment system. Balloon fractured and pt retained a intracoronary fragment. Pt was taken to cardiac surgery for single vessel bypass. Aortotomy also performed and 6" fragment of tubing remvoed. Pt was discharged in stable condition.